Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during an airplane flight and there was approximately 1.5 hour delay in resuming insulin delivery. The customer's blood glucose (bg) level was 280 mg/dl and the customer was dehydrated. After insulin delivery was resumed, a bolus was delivered via the pump to address the bg level.